Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(4)

Event description:
Information was received based on review of a journal article titled, "a new classification of glenoid bone loss to help plan the implantation of a glenoid component before revision arthroplasty of the shoulder" which aimed to examine bone loss of the glenoid and if glenoid reconstruction is possible using the nottingham total shoulder arthroplasty, manufactured by biomet. The study consisted of one hundred and twenty-nine (129) patients implanted with total shoulder arthroplasties. These patients were assed to have type 1 (the most medial point of the intact glenoid articular surface is lateral to the base of the coracoid), type 2 (the most medial point of the intact glenoid articular surfaces falls between the base of the coracoid and the most medial point of the spino-glenoid notch), type 3 (the most medial point of the intact glenoid articular surface reaches the level of the spino-glenoid notch or is medial to it). The selected group selected for internal validity included 19 shoulders with a radiologically normal glenoid and 22 shoulders with either a tsa with a loose or stable glenoid component, a hemiarthroplasty or osteoarthritis/rheumatoid arthritis with glenoid erosion. Twenty-four (24) patients underwent revision procedures with impaction grafting between july 2000 and march 2012. Pre-revision radiographs were reviewed for those patients. At review, fourteen patients were identified as type 1, ninety-nine patients were identified as type 2 and sixteen patients were identified as type 3. There was a significant association between the pain element of the constant score and glenoid type. Patients with a type 3 glenoid had a significantly higher mean pain score those with type 2 glenoid (p = 0.014, p < 0.05). Type I and type 2 glenoids showed no significant difference (p = 0.209, p > 0.05). Type 3 was significantly worse than type 1 (p = 0.012, p < 0.05). In conclusion, the results show that significant bone loss and medialisation of the glenoid is accompanied by increased pain, although a significant change in the full constant score for patient in each group could not be confirmed.